Event description:
It was reported that the pump module infused cardizem drip faster than expected. New bag of cardizem hung at 11:35 on (B)(6) 2023, with completion time to be at 2135. At end of shift around 1845, IV pump was beeping and nurse entered room to find cardizem bag and line dry, with pump saying infusion complete. Vtbi (volume to be infused) still showed around 32ml left, with rate at 10mg/hr (10ml/hr) with the bag and tubing completely dry. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module infused cardizem drip faster than expected. New bag of cardizem hung at 11:35 on (B)(6) 2023, with completion time to be at 2135. At end of shift around 1845, IV pump was beeping and nurse entered room to find cardizem bag and line dry, with pump saying infusion complete. Vtbi (volume to be infused) still showed around 32ml left, with rate at 10mg/hr (10ml/hr) with the bag and tubing completely dry. There was patient involvement but no harm.